Event description:
While doing a tenex procedure, the bevel of the tenex needle broke in the patient's achilles tendon. The needle was protruding from her incision and was easily retrieved by hand. Her achilles was scanned with an ultrasound afterwards and no foreign body was seen. The patient did not report any pain or have any complication from this event.